Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient had been experiencing high blood pressure. It was also reported that the implantable pulse generator (ipg) "is not feeling good and the wires are sticking out". No further patient complications have been reported as a result of this event.